Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 550 mg/dl. Customer had symptom of vomiting and nausea. Customer was hospitalized due to diabetic ketoacidosis and dehydration. Customer was hospitalized for three days and was treated with insulin drip in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. Customer was released on (B)(6) 2016 and transferred to another hospital. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.